Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medications via an implanted pump. Per the patient¿s husband, the patient had multiple drugs in her pump at the time of the event, but he didn¿t know the drug names, doses, or concentrations. The patient¿s medical history included a fall 20 years ago where the patient broke her back in 3 places; she had to have surgery; and was never the same after that surgery. The patient was taking medication prior to having her first pump implanted and that medication wasn¿t working the way that it should which was why the pump was implanted. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient¿s husband reported that they were told that the patient¿s pump was defective. Per the reporter, the patient¿s pump was working, and they were not aware that there was a problem with it. They were told that the pump ¿wasn¿t new when it was implanted and was a pump that was rebuilt¿ (see manufactured date). He stated that he was ¿eventually told that the pump was defective when it was implanted¿. The pump was replaced. No patient symptoms were reported. No further complications were reported/anticipated.